Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 10 months due to flail right leaflet. The patient presented with heart failure and shortness of breath. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event was determined to be due to patient related factors. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: d8: "no" field should have been selected on initial FDA report. E1: (address) - section should have been completed on initial FDA report. G1: (telephone number) - section should have been completed on initial FDA report.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.